Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma approximately two weeks post cardiac resynchronization therapy pacemaker (crt-p) system implant. The pocket was reopened, cleaned out and an antibacterial absorbable envelope was added. The device remains in use. No further patient complications have been reported as a result of this event.